Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open when the user was trying to issue a medication. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer failed. The technical support specialist tss restarted the cubex app which restored functionality and allowed the drawers to open. The system functioned as intended after the technical support specialist tss troubleshot the issue.